Event description:
It was reported that a user experienced continuous glucose monitor bluetooth connectivity issues between a dexcom g7/g6 sensor and the ilet, resulting in cgm signal loss while blood glucose levels remained unaffected; support advised toggling between dexcom g6 and g7 settings, restarting the ilet, and allowing time for the sensor to reestablish pairing. Symptoms included no reported adverse clinical effects. Outcomes included no impact to blood glucose control and no need for medical intervention. Investigation included guided troubleshooting and user education focused on device settings, power cycling, and reconnection steps. Investigation of this case revealed a communication disruption consistent with cgm signal loss without evidence of device malfunction, with the likely affected component being the sensor-to-pump bluetooth link. It was concluded, based on previously established findings for similar reports, that the cause was user-device pairing disruption resolved through standard troubleshooting.